Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. A new cartridge was loaded to resolve the issue. There was no reported adverse impact on customer's blood glucose level.